Manufacturer narrative:
No product was returned; thus the failure mode reported was not confirmed and no root cause could be determined. No lot number was provided; therefore, device history record (DHR) review could not be completed. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, when the nurse accessed the port, she was not able to flush the line. A different saline flush was used, but it did not flush. She de-accessed the patient and re-accessed with another port needle and was able to flush. No patient injury was reported.